Manufacturer narrative:
Based on the information available, the complaint of balloon rupture is confirmed and the most likely root cause is use error of exceeding the maximum inflation volume. An edwards defect has not been confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon of an icf100 was ruptured during use. Per information received there was no packing damage prior to use, the device was stored in the operating room cabinet prior to use and there was abnormal during preparation of the icf 100 device encountered. A pre -op CT scan showed good femoral vessels and an aorta (dacron graft) which measured 40mm. The distance from the aneurysmal defect, which originated from the button of the rca to the take off to the first head vessel was 60+mm. The pseudo-aneurysm measured approximately 10cm in size. The aortic diameter measured 4.0cm. The date of the original surgery (avr with ascending aorta replacement and cabral-bentol procedure) was not known, but taking into account the size of the pseudoaneurysm, it was probably more than a year. Pre-operatively, the tee echo was used to evaluate the patient's anatomy. It should be noted that the presence of a 10+cm pseudoaneurysm (filled with clot and areas of turbulence) makes visualization extremely difficult. In placing the icf, it was inserted through the er23-a canulae. After the first inflation, with no drop in the root pressure, the balloon had been inflated to approximately 45 cc. It was felt at this time that because the aorta was so large, the balloon had turned on itself which resulted in the observed pressure readings. Since occlusion was not achieved, the balloon was deflated. The wire was re-inserted, and the balloon was re-advanced until it was seen in the proximal aorta at the level of the pulmonary artery. The second attempt to inflate the balloon was begun, and again there was no drop in root pressure. There was a systemic pressure of 80-85mmhg, and the rep asked the perfusionist to drop their systemic pressure to 60mmhg. In doing this, it was noted that the root pressure dropped accordingly, which supported the idea that the balloon was turned onto itself. During the second attempt, there was probably 50+cc volume into the balloon. Since it was evident that the balloon was turned onto itself, the balloon was deflated. At this time, it was noted to have blood in the syringe and was determined that the balloon had ruptured. The surgeon then cooled patient down. The ER 23 a cannula was utilized for arterial perfusion throughout the case. The femoral cannulas were placed in the groin, and the plan for a sternotomy was initiated. The surgeon dissected around the proximal aorta in order to place a standard aortic cross-clamp. The balloon was pulled back. The cross-clamp was placed without any problems. An incision was made on the graft at the level of the stj, and approximately 3-4cm on the distal segment of the dacron graft. It should be noted that upon bisecting the dacron aorta, there was what appeared to be a soft/hard plaquing throughout the innermost area of the dacron graft. It had a coarse sandpaper appearance. It broke off into a multitude of small/large pieces and attempts were made to suction these particulates. The rca and lm had to be dissected from the original dacron graft, undergo revision, and then re-implanted into the new dacron graft. It is hard to surmise if the balloon had any contact with the suture line. Although, it is unclear if this could have contributed to balloon rupture. The procedure was completed. However, the patient suddenly developed global hypokinesis requiring large amounts of intropic support. The icf was removed from the right groin and an iabp was placed to support the heart. The patient outcome was unknown.

Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. Product evaluation: customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. Balloon lumen was found to be occluded with blood. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.